Event description:
It was reported that the patient alert triggered due to high impedances on the left ventricular (lv) lead. The patient will continue to be monitored, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance: 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6)-2011 21:00:10. Daily trend data show spike increases for lv pacing >3000 ohms, rv defib > 200 ohms and svc defib > 200 ohms between (B)(6)-2011 and (B)(6)-2011, then returning to prior baselines on (B)(6)-2011.